Manufacturer narrative:
The device was received not deployed. No timeouts or drive stalls were observed. The download data showed the pod delivered a total of 56 pulses and was deactivated after the end of second prime. Inspection of the needle mechanism assembly found that the mechanism spring was missing. The needle mechanism was reset, and ratchet gear was manually rotated to deploy, however did not deploy. Due to the missing mechanism spring, the needle mechanism was unable to deploy.

Event description:
It was reported that the needle did not deploy, and the pink slide did not move forward when the pod was activated, indicating a needle mechanism failure. The cannula was not visible upon removal of the pod. The pod was not worn. No treatment information was reported. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp1a.250505.005.d1 hardware: pixel 9 pro xl cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.